Event description:
Follow up with the clinic indicated that lv lead capture was confirmed. It was determined that the patient¿s fall and syncope were not device related. It was noted that the patient¿s fall led to ecchymosis of the left eye and that the patient had no syncope.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: 407652 lead; implanted (B)(6) 2012; 407658 lead; implanted (B)(6) 2012.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented post-fall. It was unknown if it was a mechanical fall versus syncope. A device interrogation indicated that capture could not be confirmed on the left ventricular (lv) lead. The lead remains in use. No further patient complications have been reported as a result of this event.